Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain, sciatic nerve injury, and cervical/neck. It was reported that something hurt real bad around the battery. The patient said the system in his left hip is for his hands and the wire goes up his back into his spinal cord. The system on his right side was implanted for his legs and feet and that was the stim that was hurting right behind under the tissue right behind the battery. The patient said the pain started not aggressive like now. The patient said it was right after the lady hit me in the rear after 2017-may-05. The patient said it was not a big deal at first, but it gained intensity and now it was extreme. The patient said he can¿t twist or anything. The patient said he recently moved, but his old healthcare provider (hcp) addressed the issue one time. The patient said the issue gradually got worse, the pain and all that, and now it just came to a head. No further complications were reported.